Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to high pacing threshold and change in pacing morphology. Also, this lead was disposed by the explanting hospital and will not be returned. A new lead with the same model was implanted. No additional adverse patient effects were reported.